Manufacturer narrative:
Customer reply to query confirming no negative patient outcome. Annex e/f codes updated.

Event description:
(B)(6) 2025. No reported injuries so far.

Event description:
No new information.

Manufacturer narrative:
The complaint regarding incomplete needle retraction was confirmed. One 20g insyte autoguard device was received in open packaging. The safety mechanism had been activated, and the needle was partially retracted; however, the needle tip extended beyond the grip. Inspection revealed that the barrel was damaged, preventing the needle hub from fully retracting into the shield. The damage appeared to be manufacturing-related, and the appropriate personnel have been notified of this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle safety not engaging when button is pressed.